Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, using a pentaray and an stsf catheter, a tamponade occurred approximately 1 hour after transseptal puncture. Mapping was complete and most of the ablation was performed. The tamponade was suspected following a drop in blood pressure and was confirmed by x-rays which showed very little heart contractions and echography that demonstrated pericardial effusion. The blood pressure drop occurred 2 minutes after an ablation lesion where a steam pop occurred, at the ostium of the left inferior pulmonary vein (lipv) and the physician believes this rf application is the cause of the tamponade. Pericardiocentesis had to be performed to restore a sufficient blood pressure and keep the patient stable. The patient was then transferred to another theatre for cardiac surgery. A retrospective review of the radiofrequency (rf) data during this lesion shows that a high force was applied (maximum value reached 68g), and an impedance sudden elevation occurred. More data is available regarding rf settings and data of the lesions performed. The surgery was delayed due to the reported event. Procedure had to be aborted. The action taken when the event occurred was pericardiocentesis and ultimately patient was transferred to cardiac surgery. The procedure was not successfully completed. No fragments were generated. There were patient consequences due to the reported event. Other medical intervention was required as the patient had to have cardiac surgery. Additional information was received on 29-mar-2022. The patient has recovered and is well now. The complication has been handled through pericardiocentesis and surgery. The surgical intervention required was for closure of the perforation which led to tamponade. The physician¿s opinion on the cause of the cardiac tamponade is that it was caused by the steam pop during rf application. No information is available on whether the surgeon plans to complete the ablation procedure. Additional information was received on 31-mar-2022. A smartablate generator model m4900102 with serial number (B)(4) was used in the event. A biosense webster d curve pentaray with reference number (B)(4) was used. The adverse event occurred during the ablation phase while they were ablating the (lipv). An irrigated catheter was used in the event. The flow settings were: 2ml/min during mapping; 8ml/min for rf applications with power output <30w; 15ml for rf applications with power output > 30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were: 3mm ; 3s ; 25% >3g ; tag size 3. Additional filters used with the visitag were; respiration adjustment was ticked and tag index was enabled. Color options used prospectively were ablation index; target value of resp. 500/400 for anterior/posterior lesions. The impedance rose abruptly during the lesion which caused the steam pop but the rise was of approximately 10 ohm so the impedance value was still in an accepted range and therefore below the max. Cut-off value. The spike cut-off was disabled. Ablation was stopped by the operator releasing the foot pedal. Impedance never reached the max cut-off value. Generator parameters were power control, temperature warning 37c / cut-off 40c, max cut-off 250 ohms / spike cut-off off / min cut-off 50 ohms.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30656733l number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).